Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair, when the surgeon fired the needle, the tip at the notch broke-off. The piece was not retrieved. Case was completed. No further event details given at this time. Follow-up investigation: the procedure was a left shoulder rotator cuff repair. The x-ray which was taken prior to the end of the procedure showed a tiny fragment that appeared to be the very tip of the needle. It was viewed above the humeral head. Another scorpion was used to complete the procedure.